Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and stuck button alarm. Blood glucose level at the time of the incident was over 500 mg/dl. Customer treated with insulin shot. Customer stated insulin pump no longer working. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.